Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a male patient was experiencing pain and limited mobility. The patient underwent revision due to loosening of acetabular components, the acetabular cup migrated and the patient presented with elevated metal ions. The patient had mild heterotopic ossification at the tip of the greater trochanter and test results indicate there was some mild chronic inflammation

Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in revision operative report indicates the patient had some shortening of the right lower extremity compared to the left, which was corrected during the revision procedure. Discolored, yellow-green tinted and thick fluid were noted within the joint, as was gross loosening of the acetabular component. No corrosive changes or component failure indicated during inspection of the modular neck; however, erosive changes were noted in the posterior calcar region. Tests performed on the fluid within the joint were negative for infection. The acetabular cup and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. There is no new information that would change the previously reported investigation.